Event description:
It was reported that when using the pyxis medstation es system, had door malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined a intermittent failures of the tower doors. A field service engineer successfully disassembled and reconnected all latch harness connections to address the problem. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there was a delay in dispensing medication to the patients.